Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were in the hospital due to diabetic ketoacidosis. She got out of hospital and had a blank display. Customer¿s blood glucose value was 350mg/dl. Customer stated that the display returned after inserting a new battery. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery alarm due to blank display. Device received with minor scratched lcd window, cracked belt clip slot, stained address number label and cracked reservoir tube lip.